Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the tip of the ultratome xl sphincterotome did not bow all the way (completely). They complete the case with this device with no complications to the patient.

Manufacturer narrative:
A device history record review of the lot was performed and revealed no related issues to this complaint. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.